Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt reported it seems their stimulation was not working. Pt said the issue probably started june. Pt said they are in pain before their ins got depleted, pt said it seems like it was not working so they gave up, didn't charged the ins and they were hurting so bad. Pt mentioned their doctor suggested to keep the stim on at all times and was asking when they are in excruciating pain if they need to turn it up or turn it down a little bit. Agent advised that they could try to increase the intensity where it can manage their pain and if the pain still continue, they need to reach out to their hcp to further address the issue.